Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified third party service technician was able to verify the customer's reported issue. Visual inspection revealed a faulty oxygen blender. The service technician replaced the oxygen blender and unit passed all testing. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator 1000 is delivering lower oxygen percentage than what is being set. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.